Event description:
On (B)(6)2023, it was reported by a sales representative via sems that the drill and guide from an ar-8717ds-1110 dynanite nitinol staple implant system, cold welded during the drilling process. The drill and guide were stuck and could not be separated. The case was completed with another ar-8717ds-1110 dynanite nitinol staple implant system. This was discovered during an akin osteotomy procedure on (B)(6)2023.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.